Event description:
3/1/93 pt underwent bilateral mastectomy with saline implants. 9/14/96 underwent removal and replacement of deflated right breast implant. 9/26/96 underwent removal of recently replaced right breast implant because of infection.